Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate shock therapy, and a review of the episode was requested. Technical services reviewed the episode and confirmed there were noisy signals seen on the right ventricular (rv) electrogram (egm) post-shock, which was not over-sensed by the device. Technical services also noted lead trends show occasional high out of range rv impedances of greater than 3,000 ohms and explained these are likely due to using a different manufacturer's lead, resulting in fretting. Troubleshooting recommendations were provided. No adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific. As a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate shock therapy, and a review of the episode was requested. Technical services reviewed the episode and confirmed there were noisy signals seen on the right ventricular (rv) electrogram (egm) post-shock, which was not over-sensed by the device. Technical services also noted lead trends show occasional high out of range rv impedances of greater than 3,000 ohms and explained these are likely due to using a different manufacturer's lead, resulting in fretting. Troubleshooting recommendations were provided. No adverse patient effects were reported. This crt-d system remains in service.